Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation to the area where the foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air and water supply volume and the water removal ability did not meet the standard value, lost water tightness due to a pinhole on the channel tube, a wrinkled connecting tube, a water leakage, a deformed nozzle, a chipped adhesive on the bending section cover, a partial dark area due to dirt on the objective lens, a cut image guide protector, and the bending angle in the up direction and the play of the upward/downward angulation control knob was out of the standard value due to the wear of angle wire. The following components were found scratched: right/left knob, lock engagement lever, the protector of the universal cord on the control section and suction connector side, plastic distal end cover, connecting tube, upward/downward angulation control knob, flexibility adjustment ring, control unit, grip, universal cord, suction connector, switch one, scope cover, and the switch box. Additionally, the following components were found discolored: upward/downward angulation control knob, right/left knob, free engage knob, lock engagement lever, objective lens, light guide lens, switch box, control unit, suction connector, and the scope cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an air and water supply failure. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.